Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that one day post implant this patient had coded and a rate of 30bpm was reported. A boston scientific representative reviewed the device data which did show a pacing pause. The representative programmed on sudden brady response (sbr). No adverse patient effects were reported